Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1806708, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure to evaluate any particulates generated by the injector after ten activations, when mated to other components. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 1806708 were evaluated, no foreign matter was observed and fragmentation results were within specification. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that bd phaseal¿ optima had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 515052 batch no: 1806708. It was reported that a gel-like substance was observed floating in the preparation syringes after drawing up the hazardous medication. This complaint was created to capture the additional occurrences that was stated to have happened "this week". Event description per attached complaint form states, "the same incident has happened five times this week. The incident is an unidentified particulate/substance is floating within the hazardous drug preparation syringe. Drugs effected: reconstituted drugs : cyclophosamide and herceptin non reconstituted drugs : paclitaxel / certuximab and a new experimental drug "lartinual". Syringes 60 cc syringes and 30 cc syringes. When the pharmacy tech withdraws drug from a hd vial a non uniformed shape gel like substance is witnessed in the syringe. The colour is stated as clear with a gel like appearance. Size is half to one quarter of a baby finger cuticle. The unidentifiable particulate/substance appears to be floating in the hazardous drug syringe. Over time it tends to settle down to the syringe plunger then disappear. Pharmacy technicians demonstrated concern if I the particulate/substance can co exist in the hd vial ? Three pt were shown how to filter from vial, syringe and infusion bag as supported by optima procedure manual .""

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ optima had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 515052; batch no: 1806708. It was reported that a gel-like substance was observed floating in the preparation syringes after drawing up the hazardous medication. This complaint was created to capture the additional occurrences that was stated to have happened "this week". Event description per attached complaint form states, "the same incident has happened five times this week. The incident is an unidentified particulate/substance is floating within the hazardous drug preparation syringe. Drugs effected: reconstituted drugs: cyclophosphamide and herceptin non reconstituted drugs: paclitaxel/cetuximab and a new experimental drug "lartinual". Syringes 60 cc syringes and 30 cc syringes. When the pharmacy tech withdraws drug from a hd vial a non uniformed shape gel like substance is witnessed in the syringe. The colour is stated as clear with a gel like appearance. Size is half to one quarter of a baby finger cuticle. The unidentifiable particulate/substance appears to be floating in the hazardous drug syringe. Over time it tends to settle down to the syringe plunger then disappear. Pharmacy technicians demonstrated concern if I the particulate/substance can co exist in the hd vial? Three pt were shown how to filter from vial, syringe and infusion bag as supported by optima procedure manual."